Event description:
On 09may2022, an on-line distributor sent an email advising a patient (pt) purchased acuvue® oasys® with hydraclear plus brand contact lenses (cl) for the od on (B)(6) 2022. The pt went to an emergency room (ER) with an ¿eye infection¿ and according to the ER doctor, ¿it was a corneal ulcer.¿ the pt advised the ER doctor stated ¿it caused a corneal ulcer and p.¿ no additional medical information was provided. Multiple attempts to contact the pt for additional medical and product information were completed, but nothing additional has been received. The contact information for the treating ER facility was not provided. No additional information is expected. This od corneal ulcer is being reported as a worst-case event as we were unable to verify the pt's diagnosis and treatment. A lot history review was performed and revealed the following: the batch records did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot number b010k5t was produced under normal conditions. It is unknown if the suspect od cl is available for return for evaluation. No additional evaluation can be conducted. If any further relevant information is received, a supplemental report will be filed.

Manufacturer narrative:
Product availability is unknown.